Manufacturer narrative:
The report # 3003721894-2018-00037 is associated with (B)(4), corega ultra cream. Corega ultra cream is marketed as super poligrip in the u.s.

Event description:
Lung cancer [lung cancer]. Case description: this case was reported by a consumer via call center representative and described the occurrence of lung cancer in a male patient who received triple salt dental adhesive cream (corega ultra cream) cream for product used for unknown indication. Concurrent medical conditions included chemotherapy (patient reported he has been doing chemotherapy to treat lung cancer.). On an unknown date, the patient started corega ultra cream. On an unknown date, an unknown time after starting corega ultra cream, the patient experienced lung cancer (serious criteria gsk medically significant). On an unknown date, the outcome of the lung cancer was not reported. It was unknown if the reporter considered the lung cancer to be related to corega ultra cream. Additional information: the action taken with corega ultra cream was no change. Consumer reported he has been using corega ultra cream for 4 years and experienced lung cancer 1 year ago. Batch number and expiry date were not informed. Age (or age group) was not informed.